Event description:
Device returned to MFR for analysis with report of "battery depletion or malfunction?". Further info provided by co rep indicates that there was a huge difference between the refills and with the excess residual, remaining in the pump. Exact amounts were not known. Interrogation and troubleshooting were performed. Hcp reported that the pt had experienced drug withdrawal symptoms of vomiting and chills several weeks before explant of the device. Hcp reported the telemetry readings "were ok but when the pump was accessed it was found to be full." Pump was explanted and replaced.